Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms. Customer reported that insulin pump would go blank and would have to be reprogrammed each time. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No unexpected restart or erased memory anomaly after battery change noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.